Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received power loss alarm, insert battery and replace battery. Customer¿s blood glucose level was 171 mg/dl and possible 186 mg/dl. Customer stated that battery went dead before the changed insulin pump. Troubleshooting was not performed for power loss alarm. The device will not be returned for analysis.